Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during right vertebral artery (va) stenosis procedure, the operator noticed during flushing of the subject guidewire that the coating on its tip peeled off. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. B1 adverse event/product problem - corrected - no product problem. H1 type of reportable event - corrected - no malfunction. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection the guidewire was inspected and the tip was slightly kinked approximately 1 cm from distal end. The core wire distal end was observed through the distal tip dome. The guidewire was hydrated in water to activate the hydrophilic coating. There was no anomaly noted with the hydrophilic coating. There was no evidence of hydrophilic coating peeling and the coating was intact. After soaking the guidewire, it was inspected wet and no anomaly was noted. The ptfe (polytetrafluoroethylene) coating was inspected and the coating was intact. There was crystalline procedural fluid on the coating. The proximal tip of the guidewire had no ptfe present as normal. During functional inspection the guidewire was inserted and advanced through a flushed demonstration microcatheter with no resistance/friction. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The reported event ¿hydrophilic coating peeling¿ was not confirmed as the hydrophilic coating was intact and there was no evidence of peeling. The as analysed event ¿guidewire distal end/tip kinked/bent¿ has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during right vertebral artery (va) stenosis procedure, the operator noticed during flushing of the subject guidewire that the coating on its tip peeled off. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: ¿upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid)." "Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid." "Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a." We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally: the 510(k) number has been corrected from k032146 to k002907 in accordance with the global unique device identification database (gudid).

Event description:
It was reported that during right vertebral artery (va) stenosis procedure, the operator noticed during flushing of the subject guidewire that the coating on its tip peeled off. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.